Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that the dyonics piece didn't power on, when attempted to be used during surgery. The procedure was completed with a competitor device and no patient injury was reported.